Event description:
Per provider the error code of max angle is showing up when the chair is in recline. Provider states that the consumer can shake the chair a bit and get it to work again sometimes. .